Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was noted that the representative informed the site that the imprecision was suspected to have been from the re-tractors being removed and replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A manufacturer representative reported that, while in a spinal fusion, a 2 millimeter imprecision was observed after an image acquisition. It was noted that the surgeon removed re-tractors from the patient, performed the image acquisition with the medtronic imaging system and replace the re-tractors. Following replacement, the imprecision was observed on the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided. Patient demographics provided.